Manufacturer narrative:
Unchecked "user facility". Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02105, 3007042319-2015-02106 and 3007042319-2015-02107) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02105, 3007042319-2015-02106 and 3007042319-2015-02107) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) via routine log file analysis conducted by clinical engineers that the patient had "potential switching events that have been observed. Unfortunately these events cannot be 100% confirmed based solely on logs". The site was recommended to mark and exchange any batteries that exhibit abnormal behavior. As a result the batteries were exchanged. An email sent by the clinical specialist stated that "all batteries have been exhibiting normal discharge rate". The site also noted that "the batteries are often charged only to 90-98% when it was connected to the controller. This behavior was not specific to any batteries". Investigation is ongoing. This is report 3 of 3.